Event description:
The patient was readmitted from (B)(6) 2021 through (B)(6) 2021 for bleeding and anemia. The patient had known recurrent epistaxis.

Manufacturer narrative:
The patient's recurring bleed has been previously reported and this event was inadvertently reported under MFR. Ref. #: 2916596-2021-05892. This instance of the bleed is covered under MFR. Ref. # 2916596-2022-00374, with aware date of 12jan2022. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this event. It was reported that the patient was admitted from (B)(6) 2021 to (B)(6) 2021 for bleeding and anemia. The patient had known recurrent epistaxis. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 10mar2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also suggests increasing antiplatelet medications and decreasing heparin/warfarin to decrease the risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.